Event description:
On (B)(6), 2010, a respiratory therapist reports device inomax ds (B)(4) is leaking nitric oxide from the back of the unit. The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was replaced with another unit.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reports device inomax ds (B)(4) is leaking nitric oxide from the back of the unit. Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.